Event description:
The customer reported falsely depressed alinity I tsh results for 4 patient specimens while running on the alinity I processing module. The following data was provided: sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 1.82 miu/ml sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 3.82 miu/ml sid (B)(6): < 0.0083 uiu/ml; repeat on alinity I: 8.4518 uiu/ml sid (B)(6): < 0.0083 uiu/ml; repeat on roche: 5.35 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On 07mar2023 the likely cause was changed from alinity I processing module, ln 03r65-01 to the alinity ci buffer level sensor, ln 04s68-02. After further review, this event is related to fa16sep2019 (rcr# 3002809144-09/18/19-008), therefore all further information will be provided under MFR# 3002809144-2023-00116.